Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 3 cfus comprised of the following 2 isolates: positive cocci - rothia mucilaginosa, positive rods - streptococcus species. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded 4 cfus comprised of the following 4 isolates: positive cocci - deinococcus wulumuqiensis, variable cocci - paracoccus yeei, positive rods - dietzia papillomatosis, positive rods - bacillus thermoamylovorans.